Event description:
An article published in endourol bull detailed a study on the rezum procedure for treating benign prostate hyperplasia (bph) at a single center in turkey. A total of 24 patients underwent the rezum procedure between june 2021 and august 2022, which involved applying 2 to 12 injections to the prostate median and lateral lobes. The study reported a significant decrease in the international prostate symptom score by an average of 15 points and an increase in maximum urinary flow by 5 ml/s. The post-void residual decreased by an average of 55 ml. No major complications occurred, but minor complications included macrohematuria in two patients, dysuria requiring non-steroidal anti-inflammatory drugs in four patients, and re-catheterization due to urinary retention in two patients. The study concluded that the rezum procedure is effective and practical, even in patients with a median lobe of the prostate, while preserving sexual functions.

Manufacturer narrative:
B3 date of event: approximated. Kilic, m., & balbay, m. D. (2023). The rezum procedure in benign prostate hyperplasia: initial experience at a single center in turkey. Endouroloji bulteni, 15(1), 23-29. Https://doi.org/10.54233/endouroloji.1217490. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Manufacturer narrative:
Correction to field h6: patient codes (3) b3 date of event: approximated. Kilic, m., & balbay, m. D. (2023). The rezum procedure in benign prostate hyperplasia: initial experience at a single center in turkey. Endouroloji bulteni, 15(1), 23-29. Https://doi.org/10.54233/endouroloji.1217490. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
An article published in endourol bull detailed a study on the rezum procedure for treating benign prostate hyperplasia (bph) at a single center in turkey. A total of 24 patients underwent the rezum procedure between june 2021 and august 2022, which involved applying 2 to 12 injections to the prostate's median and lateral lobes. The study reported a significant decrease in the international prostate symptom score by an average of 15 points and an increase in maximum urinary flow by 5 ml/s. The post-void residual decreased by an average of 55 ml. No major complications occurred, but minor complications included macrohematuria in two patients, dysuria requiring non-steroidal anti-inflammatory drugs in four patients, and re-catheterization due to urinary retention in two patients. The study concluded that the rezum procedure is effective and practical, even in patients with a median lobe of the prostate, while preserving sexual functions.